Event description:
The customer reported that they used the etiloop when installing ktvo (umbilical venous catheter). The etiloop severed the umbilical cord and there was a bleeding from the umbilical arteries and umbilical vein. Per customer, the bleeding required suturing of the arteries and umbilical vein. Umbilical vein catheterization and catheter insertion was not possible. No serious consequences for the child. As soon as the section-induced bleeding appeared, accidental umbilical vein surgery, manual compression of the umbilical cord by the operating pediatrician was performed and a second pediatrician was called for help for suturing the cord and stop the bleeding. Ktvo installation was not possible. Ppv (peripheral venous route) was installed while waiting for be able to place a ktec (central catheter ) in the child a few hours later. Different management and venipunctures not usually carried out in the 1st hours of life of such a small were thus necessary, to find another parenteral support solution for the child, without serious consequences.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A sample was not received for evaluation. Based on the information available to us, the apparent root cause of the severed umbilical cord is attributed to the misuse of the silicone vessel loop. It is recommended that cotton umbilical tape be used in the future to avoid the reported incident from reoccurring. The technical aspect of umbilical vein cannulation requires that the umbilicus is mobilized and occluded and thus cotton umbilical tape should be used to tie a firm knot around the base. The tape should be tied tightly so that no bleeding occurs. Next the umbilical cord is cut, and then the canula is inserted into the vein for easy venous access. It appears that a vessel loop was used instead of cotton umbilical tape. The vessel loop is not intended to be used on the umbilicus as noted in the indication for use within the IFU. The silicone loop can be stretched, and applied to a structure tightly and can be over tightened and thus, cause the structure to be severed. No further action is deemed necessary at this time.